Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine. Source: phone.

Event description:
1 reported false positive sofia sars result at on-site employee testing event. Individual tested was asymptomatic (off-label use at time of report). Test confirmed as negative with pcr.